Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom 'air in line sensor requires calibration' was confirmed through the event history log review as "air in line" alarms. Evaluation determined the ultrasonic sensor was out of specification and unable to be calibrated. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an air in line sensor requiring recalibration. There was no known patient injury or medical intervention associated with this event. No additional information is available.